Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebw0691 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the fifth cycle of chemotherapy following PICC placement. Visible swelling covering 10 6cm and extravasation was observed at the puncture site during infusion on 3rd day following hospitalization. After PICC removal and examination, a nurse found visible fluid leaks with the PICC part placed internally.